Manufacturer narrative:
The manufacturer's field service engineer was unable to confirm the reported problem; however, the error code is logged in the significant event log.

Event description:
The customer reported a battery error. No patient involvement was reported.

Manufacturer narrative:
The power management (pm) pcba was tested and no failures were identified.